Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.1 was failed. A field service engineer found that drawer 2.2 had multiple cubie pockets either missing or not communicating. Additionally, drawer 3.1 was not detected on the bus. The drawer controller printed circuit board (pcb) in drawer 3.1 was replaced, and the row board cables in drawer 2.2 were re-seated. After rebooting the station, functionality of both drawers was verified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 3.1 was failed multiple times per day and not detected on bus and several cubie pockets were missing in drawer 2.2. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.